Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a robotic laparoscopic sleeve gastrectomy. The device started to cut, some staples formed, others were starting to form but stopped twice and could not fire anymore during first use on the stomach. Two different reloads and one reload were partially fired on the back table. There was incomplete staple line on distal end. Another handle, adaptor, and reload were used in order to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. Visual inspection of the returned products noted that both reloads were partially fired with the interlock engaged. The jaws were open. Staple pushers of the first reload were visible at the 4cm cut line. Staple pushers of the second reload were visible at the 5cm cut line. Functionally the reloads were loaded into a pmv representative instrument, the interlocks were overridden, and the reloads were applied to test media. All remaining staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.